Manufacturer narrative:
(B) (4). The ge service rep reset the cpu. The system operates as intended.

Event description:
The customer reported that the workstation and cpu don't boot up. No patient injury was reported.